Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that they fell down stairs and bumped the pump. The customer stated that there was a black spot on the screen in the upper right corner where the battery indicator was. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.